Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the pump would not illuminate past the "1" to unlock the pump screen. The customer's blood glucose level was 148 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.